Manufacturer narrative:
A verathon complaints specialist followed-up with the customer to gather additional information. The customer indicated that the cable used in the procedure was disposed of, and that a replacement titanium video cable was purchased. Since the video cable used in the event was disposed of by the customer, the cause could not be conclusively determined. The glidescope titanium video cable is not a serialized device; therefore, the device history and the previous complaint history of the video cable could not be reviewed. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user reported.